Event description:
Paramedics responded to a pt complaining of chest pain. The pt was connected to the device with a lead ECG cable for monitoring but, according to the rptr, the device displayed a dashed line and would not display the pt's ECG. The device was then connected to the pt with disposable pacing/defibrillation/ECG electrodes and monitored in "paddles" mode. No adverse affects to the pt were reported as a result of the alleged manlfunction.